Event description:
The customer reported that they were having a difficult time finding the correct size breast shield for their freestyle device. At the same time, they stated that they had a yeast that was treated by their physician.

Manufacturer narrative:
Attempts are currently being made to obtain addition info from the customer. The original product has not been received. Should additional info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed at that time. The customer reported a yeast infection and that she received treatment form her ob. It cannot be definitively concluded that the pump caused or contributed to the customer's yeast infection.